Manufacturer narrative:
The fogarty catheter was received by our product evaluation laboratory for full examination. The reported event of ruptured balloon was confirmed. As received, the balloon was found to be ruptured and ruptured part was not returned. Both balloon windings were intact. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, a product risk assessment was generated to address the balloon rupture with fragmentations for thru-lumen models and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Additionally, the units go through a balloon integrity inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Per the instructions for use (IFU): "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the surgeon noticed something 'wrong' during the operation and decided to remove the catheter. Upon removal, the balloon was found ruptured. As per customer, there weren't pieces of the ruptured balloon retained inside the patient and no additional intervention was needed. The balloon was tested prior to use and it was intact. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured, and the ruptured part was not returned.